Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the balloon ruptured. The staff had called about drain task incomplete alarms (approx. Every 20 minutes), which was not resolved with cycling the pump's power. The condensation collection bottle had very little condensate in it, and the staff noted blood in the helium driveline tubing. It was stated that the removal was difficult, the patient was taken to the operating room for femoral repair. They had to place a patch at the femoral bifurcation.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon ruptured" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The root cause of the bladder leak is related to patient condition. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the balloon ruptured. The staff had called about drain task incomplete alarms (approx. Every 20 minutes), which was not resolved with cycling the pump's power. The condensation collection bottle had very little condensate in it, and the staff noted blood in the helium driveline tubing. It was stated that the removal was difficult, the patient was taken to the or for femoral repair. They had to place a patch at the femoral bifurcation.